Event description:
Allegedly non-union of wedge. Low activity level.

Manufacturer narrative:
Conclusion: device not returned; unable to confirm complaint; known inherent risk of procedure.complaint history reviewed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).